Event description:
It was reported to boston scientific corporation that a protegen sling was used during a sling placement procedure on (B)(6), 1998. According to the complainant, the patient experienced pain, a pelvic abscess, vaginal bleeding, purulent bleeding, hematuria, pyuria, and interstitial cystitis. The exact date of onset for each is unknown. In (B)(6) 2010, the patient had the sling removed. All other event details, including the patient condition at the conclusion of the initial procedure and the patient's current condition, are unknown and reportedly unavailable.